Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter gave inaccurately high results when testing with control solution. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on (B)(6) 2016 at 05:30am. The patient manages her diabetes with fixed insulin doses and the reporter denied that the patient made any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that the patient developed a symptom of ¿throwing up¿ one and a half hours after the alleged issue occurred, however denied that the patient received any treatment. During troubleshooting the cca noted that the patient followed the correct testing procedure and the correct control solution had been used. Neither the test strips nor control solution had expired. When a control solution test was performed the results were not in range. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.